Event description:
The customer reported that after unplugging the device from ac mains to bring to a pt for use, the device would not power on. A second defibrillator was used on the pt. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.